Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the plunger could not be pushed. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap or tip cap. A visual inspection was performed and no damages or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306594, lot number 0293156. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 9 syringe 5ml saline fill (B)(6) sp experienced difficult plunger movement during use. The following was reported by the initial reporter: "in the process of pushing injection, it cannot be pushed, so the test report and green claim settlement are needed."